Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The battery cap was undamaged and able to fit. The pump powered up with auditory and vibrations to a blank screen. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Unrelated to the original complaint, a unity test code downloader tool application was used to upload test code to master/slave/peripheral processors. The upload was successful, the pump powers up and display just ¿msp¿ instead of ¿msp2. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.